Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 13 days. The pump was not returned for evaluation. A correlation between the device and the reported event could not be determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2013 due to intracerebral bleeding. The patient reportedly was in bad condition since the beginning of lvad support and required extracorporeal membrane oxygenation therapy a few days after implant. It was reported that the patient's outcome was not device or therapy related. No further information was provided.